Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 260 mg/dl at the time of incident, the current blood glucose level was 315mg/dl and over 519 mg/dl. The customer was treated with bolus deliveries and manual injections. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege pump was under delivering. The customer was able to perform displacement test and it passed. The insulin pump will not be returned for analysis.